Event description:
It was reported the patient never had therapeutic effect and was doing as well as she could be. The patient fell in march and fractured the catheter into two pieces. It was believed the pump may have been damaged. The pump was set to minimum rate for several weeks prior to the implant. The patient wasn't experiencing any known outwardly symptoms. It was indicated that the pump was functioning fine but was replaced at the discretion of the implanting hcp. The catheter wasn't completely broke in two, but there was a small mid-substance tear. It was noted "to my knowledge, the patient is doing well". The pump was delivering fentanyl, hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Catheter: model# 8709sc, lot# n173698002, implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).